Manufacturer narrative:
(B)(4). Batch # p93722. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy procedure, it was reported that ¿relax pressure on blade¿ alert screen displayed by generator. Then the titanium tip was broken. Changed to another one to complete surgery. There was no patient consequence reported.